Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision procedure due to issues with charging.

Manufacturer narrative:
Additional information was received that the patient could not charge the ipg.

Event description:
A report was received that the patient will undergo an ipg revision procedure due to issues with charging.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg revision procedure due to issues with charging.